Manufacturer narrative:
Natus medical customers are instructed to inspect the vac-pac prior to each use. The customer has since been provided a replacement, issue resolved. The customer had the vac-pac destroyed at the facility, to prevent future use. User's manual also instructed to replace units older than two years that are used several times a week. No further investigation is necessary, and this report is considered final.

Event description:
The customer contacted natus medical to report that their vac pac patient positioning support device does not hold suction. There was no report of death, serious injury or delay in treatment. The vac pac was purchased more than two years ago and has been destroyed at the facility.